Event description:
The customer reported all parameters were low on a patient sample and control, and approximately two (2) milliliters of fluid leaked from the white blood cell (wbc) bath involving the coulter act diff 12 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and had on gloves. The customer stated the baths overflowed and cleaned up the spill. The customer indicated the results were too low to be credible. No erroneous results were reported out of the laboratory, and there was no patient consequence. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered blockage in pinch valve pv15 which caused the bath to overflow; pinch valve pv15 allows for baths to empty into the waste line. The fse replaced the silicon tubing passing through pinch valve pv15 and resolved the issue. The fse performed a successful system startup and quality control (qc). Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification.